Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total extraperitoneal laparoscopic inguinal hernia repair, the first device had a hole in it before it was used and the second balloon broke inside the patient, below the rectum muscle and above the peritoneum. The second balloon inflated enough before breaking to create enough space to continue operating.